Event description:
The clinician reports the implant was inserted (B)(6) 2007 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding, increased sensitivity and inflammation. No further patient complications were reported.